Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the device would not power on via battery power. The device was able to power on via ac power and functioned as designed. Internal inspection revealed that the positive battery terminal plug was disconnected and the system board dc/battery power fuse was open. A service history record review reveals that this unit was in the field for over two (2) years with no previously reported issues related to this event.

Event description:
It was reported that the device will not stay on unless it is plugged in. There is no report of any patient impact or consequence as a result of the issue.